Event description:
The patient fell and hit his head on the implanted side. After this incident, he could no longer hear despite exchanging the external equipment. Testing done by the healthcare professional reportedly showed that the device was not functioning. Explantation and reimplantation was scheduled.